Event description:
The customer reported that during the procedure, the device jaws could not be re-opened while applied to tissue. The surgeon used another instrument to pry open the jaws in order to remove them from the pt tissue. The surgeon opened a new instrument in order to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.